Event description:
The user facility reported water coming out of their system 1 processor. The customer also reported a loud noise prior to the event. The quantity of water covered an area approximately 4 x 4 feet, and occurred during a diagnostic cycle. The spill was cleaned up with towels and mops.no injuries were reported. No procedures were delayed or cancelled.

Manufacturer narrative:
A steris service technician inspected the equipment and found a small tear (approximately an inch in length) in the inflatable lid seal. The service technician replaced the seal, ran diagnostic and processing cycles and found the unit operational. The unit was returned to service. The processor was installed on (B)(4) 2006, and last serviced on (B)(4) 2012. The seal was inspected during the last maintenance event, and found to be in good condition.